Manufacturer narrative:
Treatment tip was returned and evaluated. Evaluation found a burnt trace on the tip surface that sparked during functional test. Tip passed flow, leak, and thermistor testing. Tip failed visual inspection for burnt trace on the surface membrane and dielectric breakdown was observed. A review of the device history record is in progress.

Event description:
A practitioner reported receiving a ¿thermistor disconnected¿ error code while performing a thermage treatment. This error occurred at 942 pulses. The practitioner tried to adjust the tip, but the problem did not resolve. After the tip was replaced, the error code was resolved. No patient injury occurred during this treatment.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. No patient injury occurred during treatment. Service could not confirm reported 174 error that occurred during treatment. Tip passed thermistor testing. Service confirmed unrelated damage on the tip membrane along the radio frequency trace. Investigation found damage to the radio frequency trace are caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior to, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter.